Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call high blood glucose and bent cannula. Customer's blood glucose level was over 500 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated themselves with a manual injection. Customer's cannula was bent but the device did not alarm no delivery. Customer did not want to troubleshoot the bent cannula or absence of no delivery alarm. Customer advised they do not want a replacement insulin pump and may go to the hospital although they are not sure.